Event description:
It was reported that the cap of the pre-assembled screw broke off during surgery. There was no reported ill effect on the patient and no increase in surgical time. All fragments were recovered. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device was not returned for evaluation. The device history record did not indicate any nonconformance.